Manufacturer narrative:
H.6. Investigation summary: this complaint is for low mic when using phoenix panel nmic-306 (catalog number 449292) batch number unknown. The customer did not provide product returns, isolate returns or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate had discrepant mics. The user tested the isolate twice and it gave the same results while using the panel. The isolate was sent to the state, and the results were different from the panel results. Isolate was then repeated from the saved isolate, and they were different again. The first two times the panel was ran, the panel gave a resistant result for meropenem, and the state was resistant. The panel result for piperacillin/tazobactam was intermediate, but the state result was resistant. The third repeat with the panel called ceftazidime/avibactam sensitive, but the state was resistant. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown g5. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-306 a patient isolate had discrepant mics. The user tested the isolate twice and it gave the same results while using the panel. The isolate was sent to the state, and the results were different from the panel results. Isolate was then repeated from the saved isolate, and they were different again. The first two times the panel was ran, the panel gave a resistant result for meropenem, and the state was resistant. The panel result for piperacillin/tazobactam was intermediate, but the state result was resistant. The third repeat with the panel called ceftazidime/avibactam sensitive, but the state was resistant. No health impact or consequence reported.